Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-01768, indicting the brand name as an ac powered patient lift with a common device name of 880.5500. The correct brand name is non-ac powered patient lift with a common device name of 880.5510.

Event description:
It was reported that a roze patient lift had a bent boom arm.